Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. The patient died. Low blood pressure was noticed in the patient, and the patient was also noticed to be going in and out of tachycardia. A pericardial effusion was discovered and confirmed on ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed and recycled back to the patient. The patient did not make it to surgery. The patient passed away (the patient expired on the table). The physician believes the cause of death was due to the 150 j wire which he believes perforated or tore the right atrial appendage. However, it was noted that ablation was performed in the right atrium near the intra-atrial septum before the pericardial effusion occurred (but then also reported that the event occurred before ablation).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31846745l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).